Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. Reportedly, the customer's blood glucose level was impacted. Customer took a correction insulin injection to stabilize his blood glucose level. Customer changed the cartridge and infusion set and insulin was resumed successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.